Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2023. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) while wearing the pod between 1 and 4 hours. Symptom reported include hyperglycemia. It was noted that the cannula was bent and possibly not inserted correctly into the infusion site. The patient was treated with insulin. The patient was released the next day.